Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to boot up due to a faulty power supply. A field service engineer tested the power cable and ac inlet receptacle and found them to be functioning correctly. Further checks revealed that disconnecting the battery cable caused the power supply fan to turn on, but the station still did not power on. After tapping on the side of the power supply, the station began to boot up, confirming the power supply failure, the power supply was replaced, and the station successfully booted up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device had power issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.